Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was returned for evaluation. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The balloon could not be inflated due to longitudinal balloon tear in the balloon body at 3mm distal to the distal end of the proximal markerband and running 5mm distally. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. All blades were present and fully bonded to the balloon surface. No kinks or damage were noted along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 10/2.25 flextome¿ cutting balloon¿ catheter was selected to treat the lesion. When attempting to dilate the lesion, the balloon ruptured. The device was removed completely. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Event description:
It was reported that balloon rupture occurred. A 10/2.25 flextome¿ cutting balloon¿ catheter was selected to treat the lesion. When attempting to dilate the lesion, the balloon ruptured. The device was removed completely. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.